Event description:
The customer reported via phone call that the insulin pump alarmed button error after the device had been exposed to sweat. The customer's blood glucose was 220 mg/dl. The customer also reported having high blood glucose of 500 mg/dl prior to the issue when a quick release anomaly occurred. She advised that she had since treated and her blood glucose lowered to 220 mg/dl, which was when the button error alarm occurred. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button responds due to corroded keypad traces. No button error alarms noted during testing. The device had minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.